Event description:
Per the clinic, the device was explanted on (B)(6) 2026; due to wound dehiscence and extrusion. Subsequently, it was also reported that the soft tissue rearrangement was done for wound closure. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.